Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and hcp (healthcare professional) regarding a patient receiving intrathecal lioresal 2000 m cg/ml via an implanted pump (dose 96 mcg/day). The lot number was not reported. The start date was (B)(6) 2015 and the end date was the date of pump explant on (B)(6) 2015. The pump's IFU (indication for use) was listed as intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy and tetraparesis. The patient had no known drug allergies. On (B)(6) 2015, the pump and catheter were explanted due to infection. Regarding diagnostic testing related to the infection, CT abdomen was reported. The hcp noted "pus" was present. Regarding actions/interventions, antibiotics (not specified) and explantation of device were reported. The infection has resolved. Other medications the patient was taking at the time of the event included oral baclofen (dose not provided).